Manufacturer narrative:
The initial MFR. Report inadvertently reported the incorrect aware date. The date should have been reported as (B)(6) 2014.

Event description:
The patient's wife reported that the patient's device has been programmed off since implant due to sleep apnea. The patient's wife reported that they have not interested in programming the device back on. The relationship of the sleep apnea to vns is unknown.

Event description:
Additional information received revealed that the patient has a history of sleep apnea prior to being implanted with vns but there is no further information on the apnea however, the patient¿s device was not programmed on since it was implanted in 2011 until 2014. The generator was programmed on on 12/04/2014 and there were no issues with the device. The patient tolerated the stimulation well and the physician¿s office had no further information to provide.